Event description:
The complaint/event occurred on an unspecified date and involved a ext set w/chemolock¿, chemolock port¿. Significant leakage of nivolumab was reported at the extension with filter (at the junction between the tubing below the 2nd clamp and the clip used to connect the tubing in day hospital). The customer reported risk of exposure to the patient/caregivers and financial loss due to the obligation to prepare a new bag of nivolumab (2481¿) ". There was no human harm.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo, an investigation could not be performed, and a probable cause could not be determined. The lot history for both possible lots was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. The customer identified two possible lot numbers (plots) of 13905940 (expiry date 02/01/2029, MFR date 02/01/2024) and 13860988 (expiry date 01/01/2029, MFR date 01/01/2024) d4: only di provided as lot number is unknown.